Event description:
Healthcare professional reported, a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, wear abrasion, broken shell, missing piece of the shell and delamination. Leak test was performed. And found opening on the posterior. A microscopic analysis was performed, which identify a broken striated in the posterior and delamination. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening in the posterior side assessed, as surgical damage. Delamination of the diaphragm valve assessed, as adhesive failure. And a missing piece of the shell assessed, as to inconclusive.

Event description:
Healthcare professional reported left side deflation. Device has been explanted. Manufacturer of the device is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted. Manufacturer of the device is unknown.